Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014).the patient¿s meter has been returned on 5/9/2014 and evaluated by lifescan product analysis on 6/18/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c85. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/reporter in (B)(4), the patient¿s daughter, contacted lifescan to report the onetouch verio iq meter would revert to the setup mode during testing. On february 21, 2014 the technical service representative spoke with the reporter to obtain and verify information. The patient claimed that since he obtained the reported meter in (B)(6) 2013, the meter would not hold the battery charge and would intermittently revert to the setup mode during testing. During this time period, the patient used his backup meter, a freestyle meter, to test his blood glucose levels twice per day. On (B)(6) 2014 at 5:30 am the patient attempted to use the reported meter, however the meter displayed only the battery indicator symbol. The patient ate his usual breakfast and took his usual dose of the oral diabetes medications metformin and diamicron (gliclazide). Afterwards, the patient had increased physical activity for three hours while gardening. At approximately 9:30 am, the patient experienced the symptoms of fainting, sweating, weakness and pallor. While symptomatic, the patient tested his blood glucose level with the backup meter and obtained a reading of ¿less than 30 mg/dl¿. The patient administered self-treatment by consuming coramine glucose (nikethamide) and soda; he did not seek any medical attention. The meter power issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient took no actions due to the meter power/reverting to setup mode issue. The patient claimed his increased physical activity may have contributed to the hypoglycemic event, and he denied seeking medical attention. The patient was able to use his backup meter for blood glucose self-testing during this time period. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.